Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained.

Event description:
It was reported a patient death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) to treat atrial fibrillation and bleed risk. Procedure was being performed and the patient was under general anesthesia. Prior to advancing the sheath and catheters to the heart, the patient became hypotensive and tachycardiac. The trusteer sheath was at the mid-inferior vena cava (ivc). A code was called and cardiopulmonary resuscitation (CPR) conducted. During code, angio and venogram showed no evidence of damage from sheath/wire per physician. Staff was unable to restabilize the patient and the patient passed away. The official cause of death was not provided/known.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information were completed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: based on the available information, boston scientific is unable to confirm cause of the reported clinical observations of arrhythmia, hypotension, cardiac arrest and death; the device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Boston scientific has determined that arrhythmia, hypotension, cardiac arrest and death are known inherent risks of use of this device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of arrhythmia, hypotension, cardiac arrest and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned the investigation conclusion code of known inherent risk of device based on the information provided within the event description. The device has not been returned for analysis, and the information within the event description suggests that the clinical event is anticipated in nature as per the risk documentation for the device.

Event description:
It was reported a patient death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) to treat atrial fibrillation and bleed risk. Procedure was being performed and the patient was under general anesthesia. Prior to advancing the sheath and catheters to the heart, the patient became hypotensive and tachycardiac. The trusteer sheath was at the mid-inferior vena cava (ivc). A code was called and cardiopulmonary resuscitation (CPR) conducted. During code, angio and venogram showed no evidence of damage from sheath/wire per physician. Staff was unable to restabilize the patient and the patient passed away. The official cause of death was not provided/known. It was further reported that the device was inside the patient body when patient complication begun. Transseptal was never attempted. During the code, no evidence of harm caused by the versacross system.

Event description:
It was reported a patient death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) to treat atrial fibrillation and bleed risk. Procedure was being performed and the patient was under general anesthesia. Prior to advancing the sheath and catheters to the heart, the patient became hypotensive and tachycardiac. The trusteer sheath was at the mid-inferior vena cava (ivc). A code was called and cardiopulmonary resuscitation (CPR) conducted. During code, angio and venogram showed no evidence of damage from sheath/wire per physician. Staff was unable to restabilize the patient and the patient passed away. The official cause of death was not provided/known. It was further reported that the device was inside the patient body when patient complication begun. Transseptal was never attempted. During the code, no evidence of harm caused by the veracross system.

Manufacturer narrative:
Updated field b5 describe event or problem with additional information obtained. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained.